Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/ pain pelvic"), genital haemorrhage ("abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure (batch no. Cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (((B)(6) 2007, (B)(6) 2009 and (B)(6) 2004)), stomach pain, back pain and streptococcal sore throat. Previously administered products included for an unreported indication: mirena from 2009 to april 2013. Concurrent conditions included asthma since 1994, asthma, dysfunctional uterine bleeding and sweating abnormal. Concomitant products included estradiol, ibuprofen since 2009 to august 2016, salbutamol (albuterol) since 1994 and salbutamol (ventolin) since 1994. On (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In november 2014, the patient experienced weight decreased ("weight loss"). In june 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In june 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic removal of essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, dyspareunia, fatigue, migraine and weight decreased had resolved and the vaginal haemorrhage, menorrhagia, alopecia and headache outcome was unknown. The reporter considered alopecia, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: four coils were left trailing into the endometrial cavity bilaterally and pictures were taken. Patient had abnormal uterine bleeding which began after delivery of her child in jan2014. She received depo-provera postpartum after that delivery. She had intermittent difficulty with sporadic bleeding off and on. She had essure tubal ligation in may2014. She states that irregular bleeding worsened after the essure, particularly with the bleeding being heavier but she did not have anemia. She was scheduled endometrial ablation may2014 but cancelled secondary to uri symptom. She also have endometrial biopsy in nov2014 which was normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory placement and full occlusion concerning the injuries reported in this case, the following one was reported via medical record:dysfunctional uterine bleeding (confirming the event genital haemorrhage.) Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain. She underwent a laparoscopic removal of device. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain/ pain pelvic"), genital haemorrhage ("abnormal bleeding (general)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure (batch no. Cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 4 (((B)(6) 2007, (B)(6) 2009 and (B)(6) 2004)), stomach pain, back pain and streptococcal sore throat. Previously administered products included for an unreported indication: mirena from 2009 to (B)(6) 2013. Concurrent conditions included asthma since 1994, asthma, dysfunctional uterine bleeding and sweating abnormal. Concomitant products included estradiol, ibuprofen since 2009 to (B)(6) 2016, salbutamol (albuterol) since 1994 and salbutamol (ventolin) since 1994. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced weight decreased ("weight loss"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding( menorrhagia)"). On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic removal of essure devices.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysfunctional uterine bleeding, dyspareunia, fatigue, migraine and weight decreased had resolved and the vaginal haemorrhage, menorrhagia, alopecia and headache outcome was unknown. The reporter considered alopecia, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: four coils were left trailing into the endometrial cavity bilaterally and pictures were taken. Patient had abnormal uterine bleeding which began after delivery of her child in (B)(6) 2014. She received depo-provera postpartum after that delivery. She had intermittent difficulty with sporadic bleeding off and on. She had essure tubal ligation in (B)(6) 2014. She states that irregular bleeding worsened after the essure, particularly with the bleeding being heavier but she did not have anemia. She was scheduled endometrial ablation (B)(6) 2014 but cancelled secondary to uri symptom. She also have endometrial biopsy in (B)(6) 2014 which was normal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: satisfactory placement and full occlusion . Concerning the injuries reported in this case, the following one was reported via medical record:dysfunctional uterine bleeding (confirming the event genital haemorrhage.) Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2018: fu from pfs+mr: new events: genital haemorrhage, menorrhagia, vaginal haemorrhage, dyspareunia, fatigue, alopecia, migraine, headache, weight decreased were added. Reporter, patient demographic information, other relevant history updated. Product( essure) batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who received essure for contraception. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (laparoscopic removal of device on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was satisfactory placement and full occlusion. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain. She underwent a laparoscopic removal of device. The event is anticipated according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.